Event description:
There was an allegation of false positive results with two samples from one donor tested with the cobas® mpx - 480 assay on a cobas 6800 analyzer. (B)(6) 2025: the initial result was hbv reactive. The serology result was negative. (B)(6) 2025: the repeat result was hbv reactive. Dates unknown: the serology lab repeated the serology result and the result was negative. The sample was sent to molecular virology for quantitative testing and the result was "not detected"" (negative). (B)(6) 2025: the sample was repeated using the edta sample and the ppt sample on two analyzers (sn: (B)(6) and sn: (B)(6)) and the results were non-reactive both times. (B)(6) 2025: a recollected sample was tested on two analyzers (sn: (B)(6) and sn: (B)(6)). The result on sn: (B)(6) was reactive. The result on sn: (B)(6) was non-reactive. Date unknown: the same sample was sent to molecular virology for quantitative testing and the result was "not detected" (negative).

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Based on all available information, there is no evidence of a product issue. It can be conclusively stated that there are no issues with the cobas® mpx lot m15266 that was used and a software anomaly or an issue with the result calling algorithm can be excluded as the cause for the discrepant results.